Event description:
Pt experienced increased pain after rupture of 85% abductor muscle with retraction, otherwise components were tight and in good position without easy dislocation. Revision of right total hip/revision of femoral compartment with removing 6mm femoral head and placing a 9mm femoral head. Pt had revision of right total hip 4 months previous.